Manufacturer narrative:
The device was returned and customer allegation was confirmed. Forceps angulation was out of standard value due to broken forceps elevator wire. The light guide lens was cracked and was stained. The adhesive of the bending section was lifting, discolored and cracked. There was corrosion at the electrical connector due to leakage. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The field service engineer on behalf of the customer reported, the forceps elevator wire of the evis lucera duodenovideoscope was broken. The issue was found during preparation for use for an unknown procedure. The procedure was completed using a similar device and there was no delay in procedure. The device was returned and an inspection revealed presence of foreign material inside the light guide lens. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. Following fields were updated: event. The investigation is ongoing. A supplemental will be submitted upon completion of investigation or if any additional information is received.

Event description:
It was further reported that the intended procedure was diagnostic.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to insufficient cleaning. Olympus will continue to monitor field performance for this device.